Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on july 09, 2024.

Event description:
Per the clinic, the device was explanted due to open and short circuits (specific date not reported) and the patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.